Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring unspecified treatment from third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Current was applied to the sensor to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. Therefore issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring unspecified treatment from third-party. There was no report of death or permanent injury associated with this event.